Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery had reduced capacity due to overdischarge.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the system kept messing up and was causing problems in his chest and numbness in mid-section. The rep stated that he would be following up with the patient. Additional information received from the attorney reported that the stimulator had a warranted nine year device life and oral promises were made regarding the device¿s life span. The attorney stated that despite these affirmations the stimulator failed well before the expiration of nine years and their client suffered severe personal injury caused by the breach of warranty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.